Event description:
It was reported that this patient's implantable pulse generator (pacemaker) battery has been depleting unexpectedly faster than expected since it was implanted. The right ventricular (rv) impedance has been showing low measurements of less than 200 ohms. Isometrics were then performed, but no low out-of-range impedance could be recreated. A subtle noise was noticed, but technical services indicated this is expected in unipolar configuration. Reportedly, this device data was analyzed by engineering and the power consumption appears too high to be explained by the rv pacing rate and intermittent low impedances. It was not clear whether these observations are due to an issue with the rv lead or a pacemaker malfunction. Technical services recommended to explant these products. Both the rv lead and the pacemaker remain in service, and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) battery has been depleting unexpectedly faster than expected since it was implanted. The right ventricular (rv) impedance has been showing low measurements of less than 200 ohms. Isometrics were then performed, but no low out-of-range impedance could be recreated. A subtle noise was noticed, but technical services indicated this is expected in unipolar configuration. Reportedly, this device data was analyzed by engineering and the power consumption appears too high to be explained by the rv pacing rate and intermittent low impedances. It was not clear whether these observations are due to an issue with the rv lead or a pacemaker malfunction. Technical services recommended to explant these products. Both the rv lead and the pacemaker remained in service and were subsequently explanted and replaced. This rv lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact (not severed) with the helix extended. The stylet was returned inside this lead, and the stylet test passed without issue. There was no blockage in the lumen. In addition, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. No evidence of device defect, malfunction or abnormal damage was found.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) battery has been depleting unexpectedly faster than expected since it was implanted. The right ventricular (rv) impedance has been showing low measurements of less than 200 ohms. Isometrics were then performed, but no low out-of-range impedance could be recreated. A subtle noise was noticed, but technical services indicated this is expected in unipolar configuration. Reportedly, this device data was analyzed by engineering and the power consumption appears too high to be explained by the rv pacing rate and intermittent low impedances. It was not clear whether these observations are due to an issue with the rv lead or a pacemaker malfunction. Technical services recommended to explant these products. Both the rv lead and the pacemaker remained in service and were subsequently explanted and replaced. This rv lead was returned for analysis. No additional adverse patient effects were reported.